Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.